Event description:
It was reported to medtronic minimed that the customer received pump error 4 alarm (the motor arm cannot communicate with the main arm) and experienced blood at site and differences between sensor glucose and blood glucose levels. The customer was also received change sensor and calibration not accepted alert. The customer reported blood glucose value of 150 mg/dl and sensor glucose value of 240 mg/dl at the time of event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed for pump error alarm. Customer was able to clear the error and pump passed selftest. There is no information whether customer was able to complete the rewind process as the customer doesn't receive a request to rewind pump. Troubleshooting was declined by customer for difference between glucose levels, the difference between sensor glucose and blood glucose values was 90 mg/dl and it is beyond 30% limit. Troubleshooting was performed for sensor alerts and sites issues, customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue use of the sensor. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.